Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 3 events were confirmed during testing. Three devices were found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. Three events had no patient involvement; no patient impact.